Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge did not fit onto the pump. No damage was observed to the cartridge or the pump. There was no reported adverse impact to the customer's blood glucose level as the customer was using manual injections for insulin therapy at the time of the report. A cartridge change was performed resolving the issue.